Manufacturer narrative:
This event was reported by the patient, unconfirmed corneal ulcer (no medical information available). Method: no lot information, no lenses, no device information, no examination of the device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident the patient complains of. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month (30 days) of receipt of the additional information.

Event description:
Patient reports concerns about the avaira lenses they are wearing. Shortly after being prescribed them this summer, there was an alleged corneal ulcer diagnosed and the patient continued to have discomfort while wearing them. (B)(6) 2011 a follow up e-mail was sent with no response. (B)(6) 2011 a second attempt to follow up through e-mail was made with no response.